Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing muscle/ pocket stimulation. Also, loss of capture was noted. In addition, an echocardiogram was performed in which it showed that the rv lead was positioned near the anterior chest wall, most likely causing the stimulation. Further, this lead was repositioned. No additional adverse patient effects were reported.